Event description:
It was reported that a device was used during a total colectomy and ileostomy. It was reported by the affiliate that when attempting to staple off the rectal stump with the tlc55, the firing mechanism jammed. The instrument had not been fired before. Another instrument was used to complete the case. There was no consequence to the pt.